Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implantable pulse generator (ipg) implant procedure, the patient experienced low blood pressure. It was further reported that approximately two hours later, the patient was attempted to be resuscitated. Post resuscitation, an agonal rhythm was noted. It was also reported that the patient's heart was unresponsive to electrical stimulus from the ipg. The patient passed away.